Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(6) labs located in (B)(6), indicating that tissue from a protocol run on (B)(6) 2010, using peloris tissue processor serial number (B)(4), smelled of xylene.

Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.